Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing low o2, which confirmed the original complaint issue. However, there was no indication that the yellow light failed to illuminate.

Event description:
Dealer advised low o2 without yellow light.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.if new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer advised low o2 without yellow light.